Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4

Event description:
Healthcare professional later reported "hole on patch side".

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on march 27, 2025 with lot number 1819607. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture/deflation". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture/deflation". Device was explanted and replaced.